Manufacturer narrative:
Logs showed the pump was delivering hydromorphone 600.0 mcg/ml at 3.68 mcg/day and bupivacaine 30.0 mg/ml at 0.184 mg/day. The pump was returned, and analysis found high resistance in the battery. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no initial allegation against the device or therapy. The indications for use were intractable spasticity and other spasticity. No symptoms were reported. No further complications were reported.